Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis indicated that the radiofrequency (rf) head had a delaminated label and a cut in the cable insulation, and failed all functional testing. The cable was replaced and the rf head pass all tests. The rf head will be repaired and returned to service. (B)(4).

Event description:
It was reported that the radiofrequency head was returned with no information and subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.